Event description:
It was reported that the hypothermia pad leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypothermia pad leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by stryker sr. Marketing specialist - international. It was found that there was a fluid leak due to a small puncture in the blanket. Repaired and returned.